Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and reviewed. Atrial undersensing was noted. The patient was noted to be in an atrial arrhythmia at the time. The device was in vvir mode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.